Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 200 mg/dl. The customer stated that he could not breathe at the time of admission. While he was in the hospital, his blood glucose dropped to 41 mg/dl because he had not eaten. Called the customer to follow up with him, and he stated that he was feeling worse than he did when he was in the hospital. The customer felt that his kidneys were on the verge of shutting down, and felt that this may have been the main reason for his hospitalization. The customer declined troubleshooting at this time due to his belief that his kidneys were the issue, not the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.